Event description:
User received erroneous bun, creatinine, and potassium results for one pt sample. The sample initially gave results of 73 mmol/l for bun, 9.5 mg/dl for creatinine and 7.1 mmol/l for potassium. The sample was repeated on another analyzer and gave 27 mmol/l for bun, 0.7 mg/dl for creatinine and 4.6 mmol/l for potassium. The erroneous pt results were not reported. The field service rep determined the cause to be a defective gear pump. He replaced the gear pump and adjusted the pressure. He also checked the rinse nozzles for proper filling, checked the squeegees, and checked to make sure the rinse baths are washing off the outside of the probes properly. Performance tests were performed.